Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was aborting the shock. The complaint further reports that due to poor contact, the shock didn't charge, and the patient died. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the equipment aborting shock. Device was in clinical use and patient has died. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips field service engineer (fse) and product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was aborting the shock. The complaint further reports that due to poor contact, the shock didn't charge, and the patient died. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.